Event description:
A monopolar connecting cable for electrosurgery reportedly sparked during a laparoscopy cauterizing procedure. The cord separated into two pieces near the generator end of the cable. Another cord was used to finish the case. No injuries were reported.